Event description:
A male patient contacted lifecor customer support to report that the battery pack would not stay in the monitor. He tried the other battery pack and it snapped in. He tried the first and it seemed to snap in now. In 2007, support contacted the patient to ensure that everything was working properly. Patient reported he had not had any problems. Support contacted a lifecor patient service representative (psr) to review monitor and battery performance. The next day, a psr visited the patient and noted that one of the battery pack does not seem to snap into the monitor properly. Psr retrained patient on how to insert battery packs into the monitor. Psr gave patient two replacement battery packs as a precaution.

Manufacturer narrative:
Device manufacture date: battery pack 2005. Battery pack 2007. Device evaluation summary: device evaluations of battery packs have been completed. The reported problem was not confirmed. Battery pack has a communications failure due to a wire intermittently not making contact. The wire was resoldered. The battery pack was tested and then restocked. The root cause of the defective wire is not known. Battery pack was tested and found to be fully functional. It was restocked. Neither battery pack had a broken locking tab and booth passed all latching requirements tests. The battery pack was fixed. No adverse event resulted from the faulty battery pack. The patient received two replacement battery packs.